Event description:
A customer contacted beckman coulter (bec) in regards to obtaining erroneously elevated troponin (accutni) patient results generated on the access 2 immunoassay analyzer used in conjunction with the access accutni reagent (lot # 225168) and access accutni calibrator (lot # 122817). The customer tested four (4) samples from the same patient on (B)(6) 2013 and obtained two (2) "normal" results and two (2) false positive results (0.14 ng/ml and 1.41 ng/ml). Repeat testing of all four (4) samples the following day produced results within the normal range of the assay. The erroneous elevated results were reported out of the laboratory; however the patient's doctor questioned the erroneously elevated results. There were no changes in patient treatment in connection to this event.

Manufacturer narrative:
The samples are collected in 13 x 75 mm pst plasma tubes and centrifuged at 4400 or 2500 rpm, for 5 or 10 minutes, and stored in a refrigerator. The customer did not express any sample integrity issues connected to this event. The customer indicated that system checks and qc were passing prior to the event. A bec field service engineer (fse) was dispatched on (B)(4) 2013 for this event. The fse observed air was being drawn into the wash pump when the pump was functioning. The fse replaced the wash pump rotor and stator. The fse performed a passing system check and passing qc after all repairs were complete. Hardware is the likely cause of this event.